Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device power up after the battery was installed. The device passed unexpected restart error, self test and displacement test. No unexpected restart alarms or damage on the connector noted. The device had cracked case at display window corners, cracked reservoir tube lip, and minor scratches on display window.

Event description:
It was reported that the customer had high blood glucose levels of 156 mg/dl. The customer also reported that the buttons of the insulin pump were unresponsive while trying to program a bolus. The customer also reported an unexpected restart from the insulin pump after changing the batteries. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.